Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00078. This report is being submitted as additional information. Correction. It was previously reported the patient received a pump exchange due to pump stoppages. It was discovered during the procedure there was an outflow graft twist. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. Manufacturer's investigation conclusion: the report of pump stops, and low flow alarms can be confirmed based on the submitted system controller log files. The controller event log files from the patient¿s primary and backup controllers were submitted. Throughout the log files, the pump was stopped and low flow and low-speed hazard alarms were captured, consistent with reported information. During these events, the controllers captured active rotor displacement faults as well as frequent com a and com b faults. The device was returned assembled with the pump cable cut approximately 8¿ from the bend relief and the severed portion of cable was returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the lumen of the inflow cannula revealed a normal biological lining along the proximal opening. Similar depositions were found along the lumen of the inflow cannula. These depositions were strongly adhered and did not appear to occlude the flow of blood through the device. Examination of the remaining pump blood contacting surfaces revealed depositions of post-explant blood admixed with fibrin. For further investigations, the lvad was sent to the zurich team. The zurich investigation resulted in the finding that the levitation of the rotor was no longer working. When the motor was powered (operation mode 0) and communication to the pc was established, the power consumption was 80ma (@15v), which is 25ma more than usual. Reading the power consumption from the motor showing the wrong value (44.86w). Since the voltage measurement was correct, the input current sensor looked to be corrupt, which was likely the reason for the increased power consumption. To further analyze the supposed shorts in the defective coils, the pump was further investigated at empa. The pump was opened and the coil pcb flex print connection was cut off. Conducting metallographic preparation of the defective coils showed two clear shorts between adjacent windings. The investigation concluded that four coils seemed to be partly short-circuited. A specific cause for the shorts cannot be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital on (B)(6) 2017, with pump alarms for no power¿ that reportedly had started about an hour prior to admission. The patient had attempted to change the battery at home but the alarms did not resolve. Switching to the backup system controller also did not resolve the alarms. The patient complained of feeling weak and slightly short of breath but denied any other symptoms. Interrogation of the pump determined that it had stopped for approximately 30 minutes. The site determined that it was unsafe to attempt to restart the pump after it had been stopped for that length of time, so inotrope therapy was initiated to stabilize the patient¿s vitals pending surgery for an emergent pump exchange on (B)(6) 2017. During the emergent pump exchange, it was noted there was a slight outflow graft twist. The original outflow graft and bend relief were utilized with the second pump. No additional information was provided.